Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 (mg/dl). Customer administered correction boluses to stabilize bg level. System check with tandem technical support indicated that the pump was performing as intended. Reportedly, customer will be discussing diabetes management with their health care provider.